Event description:
It was reported that the ventricular leadless pacemaker (lp) exhibited high capture threshold, high pacing impedance and low sensing. The lp was reprogrammed. The patient then presented in the emergency department experiencing bradycardia. Upon review, it was noted that the lp exhibited failure to capture, and the high pacing impedance and low sensing reoccurred. The lp was explanted and replaced. The patient was in stable condition.